Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (small, severely calcified iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (small, severely calcified iliac arteries).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) months ago. Aneurysm morphology was not reported. It was reported that the iliac limb inner lumen diameters were small due to severe calcification. It was reported that the patient presented with lower leg pain two months post implant. A CT was done and demonstrated that the ipsilateral iliac limb was occluded up to the stent graft bifurcation. The physician performed a femoral to femoral bypass and the blood flow was restored. No additional clinical sequelae were reported and the patient is fine.